Event description:
The patient presented to the ER with unspecified withdrawal symptoms. The pump was alarming. On interrogation, the pump showed a motor stall and a low battery reset; the pump was in safe state delivering at minimum rate. The patient was admitted to the hospital and supplemented with oral medications. It was noted that the patient had let her pump run dry about 2 months ago and "wanted to commit suicide," so the patient was referred on an urgent basis for pump replacement. The device system was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.